Manufacturer narrative:
Other applicable components are:   product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of radiculopathy and spinal pain. It was reported that the patient stated that they need to find a healthcare provider (hcp) because they have a lead that is messed up. The patient said their back gets sore and they have problems with their right leg. The patient said they took 5-6 falls then, it wasn't working on their right leg at all, and a rep found out it was the lead. The patient said they took power from their left leg to their right and said it was time to change the battery too. Patient services sent the patient a list of hcp's in the area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.